Manufacturer narrative:
Visual inspection confirmed that the device has a broken jaw tang. The device surface shows light scratches. It is possible for tangs to become weakened if instruments get tangled together during sterilization. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tendon stripper broke inside of the patient during an acl reconstruction. All pieces were removed from the patient with a graft. A competitive back-up device was used to complete the procedure. No reported patient injuries. No other complications were noted.